Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic one day post implant. Upon interrogation, it was noted that the right atrial lead exhibited p-wave amplitude variation and loss of capture. The physician decided to reposition the lead. During the procedure, the physician noted the lead had dislodged. The lead was successfully repositioned on (B)(6) 2020. The patient was in stable condition.